Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise and the implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing. The rv lead was capped and replaced on (B)(6) 2024 and the ICD was explanted and replaced. The patient was in stable condition.